Manufacturer narrative:
(B)(4).

Event description:
During servicing of the device by a philips field service engineer (fse), the device's etco2 function was not registering. There was no patient involvement.